Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose of 600 mg/dl and 300 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump. High blood glucose troubleshooting was declined. Reportedly, they were not able to remove the battery cap. The device is expected to be returned for analysis.